Event description:
It was reported that the device was explanted. The device was implanted in 2007; however, the explant date is unk. Learned of event through implant pt registry. Per the surgeon, the device was explanted due to regurgitation.

Manufacturer narrative:
Device not returned.